Event description:
It was reported patient had device and lead removed due to infection and increased pain over time. It was noted the lead was scarred into place and cautery was discussed for the removal. It was reported the system removal was successful.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3550-39, lot# n297234, implanted: (B)(6) 2011, product type accessory. (B)(4).